Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter (bec) that the unicel dxh 800 coulter cellular analysis system leaked blood from the aspiration probe as the probe traveled to amtc (air mix temperature chamber) to deliver blood and returned to the home position. The leak was less than 1ml and was contained within the instrument. The operator was wearing goggles, gloves, and a lab coat at the time of the event. There was no injury or exposure to open wounds or mucous membranes, and the operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No erroneous results were generated. Bec field service engineer (fse) found the vacuum tubing at pv341 was worn and not working properly. The fse replaced the vacuum tubing at pv341 and resolved the leak.